Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user input. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.